Event description:
Information received from the patient reported that they experienced intermittent shocking from their implantable neurostimulator (ins). The ins was implanted in the front of their body on the left hand side below the pant line. The patient stated that when they were bending over or leaning forward "like to get up" they intermittently got a very painful, harsh shocking. The shocking was at the base of the ins. It was reported that the patient had a fall related to the issue, that they were prone to falls and had fallen since implant of the device but stated that they did not feel any of the falls "had to do with the shocking." It was further noted that it seemed when the patient was using their muscles, it was "like it is pushing the ins deeper." The patient was directed to follow up with their managing physician but they stated that they did "not want to deal with the managing physician" and had not reported the issue to their doctor. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Event description:
Additional information was received from the consumer. It was reported that after they were implanted in 2014, the patient would get a shock if she leaned over, once or twice a week. It was noted that the shock hurt her and knocked her to the floor. When the patient leaned over to wash her hair, she almost got killed by a shock due to a wrong rewired outlet and her sink hit her ins. The patient also reported that she never talked to her healthcare provider (hcp) about the shocking and it was now intermittent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had just moved and had not found a doctor versed in this or a tech. The shocking issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.